Event description:
It was reported that the patient had turned up at the hospital with a possible infection. The physician had planned to take the patient to or the next day but decided to monitor as the patient was doing better. Additional information received indicated the patient was out on antibiotics and watched. The infection resolved. Patient is doing fine.